Event description:
End-user reports that the skin around his stoma is irritated and raw. End-user reports that "it burns to use barrier wipe around the stoma as the non-burn barrier does not work, and in fact makes things worse."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 3" (may result in temporary injury, requiring medical intervention; possible temporary impairment or damage). No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted. A return sample for evaluation is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.